Event description:
It was reported that patient got an infection when the trial wires were taken out around (B)(6) 2014, and ¿she went through the whole month of (B)(6) with the infection". The patient reported that the infection was pretty bad and she was on amoxicillin for 10 days, and as of last week prior to this call it was cleared up and she was fine. The patient was very nervous about having the permanent implant. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).